Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not meshing. The event timing and event date are unknown. There was no visible damage to the device. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on june 13, 2018, it was reported that the device was not meshing. The customer did not return a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher was unable to be performed as the device was not returned for evaluation. The customer has declined the aged repair quote. Repair of the skin graft mesher was not performed by zimmer biomet surgical as the device was not returned for repair. The customer has declined the aged repair quote. The reported event was non-verifiable as the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was no returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.